Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop stage 2 kidney failure. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of a light coating, beige, dark dust or dirt contaminate and dark fiber contaminate in the blower housing. The manufacturer found evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found 1 error was logged. The manufacturer concludes the contaminates found were consistent with dust or dirt, fibers, light coating and beige. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop stage 2 kidney failure. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.